Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. It was reported that calibration was performed during loss of signal display. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was also reported that calibration was not performed accordingly, patient enter entered fingerstick values during error. The dexcom g4 platinum continuous glucose monitoring system user's guide states: do not calibrate if the out of range symbol shows in the status area. However, a root cause for the reported inaccuracy cannot be determined.